Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report of distribution to the catheter at the distal end of the device. A close visual examination showed the distal tip of the device was dome shaped but was slightly distorted at the wire guide lumen tip. A discrepancy anomaly that could have contributed to this reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Damage to the catheter tip can also occur if the pre-curved stylet is forcefully removed. The instructions for use instruct the user to remove the device from the packaging and carefully remove the pre-curved stylet from the cannulating tip. Careful removal of the pre-curved stylet will aid in device preservation. If the handle is manipulated with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip, this could contribute to damage of the catheter tip. The instruction for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note. Do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to damage to the catheter tip. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion pre-loaded wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassesses the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The device was passed down the endoscope and into the patient. When magnified wile entering the patient it was noted the tip was not dome shaped. It had an extra ball of plastic on the tip. This device was removed and another of the same device was used to complete the procedure without further complications. No harm to the patient and no additional procedures or intervention was required due to this occurrence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.